Event description:
Customer reported an rh discrepancy on the echo. Samples tested on echo resulted rh negative. The patient is historically a positive.

Manufacturer narrative:
Review of the camera images showed rh negative results with anti-d4 and anti-d5 on all assays. The anti-d 5 well appeared to have bubbles in the images. Review of the camera report shows that all values are within the expected range and that the alignment appears optimal. Advised the customer that we could not rule out bubbles and foam in the anti-d5 reagent causing the rh discrepancy. The echo operator manual states: inspect all reagents and controls for the presence of foam before placing them on the instrument.